Event description:
It was reported that a patient underwent a gynecological procedure in 2004. In 2006, it was reported that the patient developed a one-millimeter mesh exposure of mild severity. The patient was treated with estrace cream and the event was resolved in 2007.

Manufacturer narrative:
Date sent to the FDA: 12/28/2007. (Mesh exposure occurred) -labeled. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.